Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave hybrid w/ e/f plug intra-aortic balloon pump (iabp) had an over-temperature issue prior to use. There was no patient involved.